Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they had issues with blood glucose level. Customer stated that her husband was sent a new insulin pump, was in hospital had minor stroke, was off pump blood glucose value went up to 700mg/dl. Blood glucose value at time of incident was 25mg/dl and current blood glucose value was 96mg/dl. Customer also had blood glucose level of 125mg/dl and 32mg/dl. Patient treated with food.